Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found: the nozzle has foreign objects, insufficient cleaning, due to wear of angle wire, bending angle in upward direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, the insertion tube becomes deteriorated due to the cleaning disinfection and sterilization method, adhesive on bending section rubber or distal sheath has a crack, adhesive on bending section rubber or distal sheath has white-clouded area, the suction cylinder is shaved, switch1 has wear, switch2 has a scratch, universal cord has a wrinkle, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a dent, connecting tube has a scratch, connecting tube has a buckling, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope, the foreign material was found at estimation, the device was returned as an asset so there is no customer allegation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.